Event description:
Medtronic (covidien) received the following: during treatment of avm, doctor complained of non-visibility of onyx inside the microcatheter. All protocols were followed before onyx injection. There was no patient injury.

Manufacturer narrative:
The onyx vial was returned for evaluation without the catheter. The returned vial was empty as it was consumed in the event. The cause for the experience reported could not be determined as the returned onyx vial was used and empty. The lot history record of the reported lot number showed no quality issues against the lot and no other anomalies were found during the document review. Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications. All products are 100% inspected for damage and irregularities during manufacture. Note: per onyx instruction for use (IFU): shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection. (B)(4).

Manufacturer narrative:
The onyx has not been returned for evaluation therefore the event cause can not be determined. The lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4).